Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6 implantable collamer lens of -14.50 diopter tore/broke during injection/delivery into the eye right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was removed, a replacement lens was implanted on this same date but different surgery and the problem resolved. No patient injury was reporter. Cause of the event was reported as unknown.